Event description:
It was reported that a malfunction alarm was triggered on a pump during insulin delivery while pumping. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to attempt proper cartridge loading, but as the issue persisted, it was decided to replace the pump, which was still under warranty. The customer agreed to use multiple daily injections as a backup therapy and was instructed on returning the faulty pump with a pre-paid shipping label.